Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump is under-delivering insulin. Customer is experiencing high blood glucose. Customer has tried to use the bolus. When the customer uses the manual injections the blood glucose reading are consistent. The insulin pump is not alarming. The blood glucose reading at the time of the event was 220 mg/dl. Customer passing ketones. Customer has high blood pressure. Customer stated that the insulin pump does not lower the high blood glucose. Hospital treated with insulin drip. Nothing further reported.